Event description:
A surgeon reported that poor aspiration occurred during the irrigation/aspiration step of a procedure. It was noted that there were no issues during the ultrasound step. The pak was exchanged and the case was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected but has not yet been received. A root cause has not been identified. (B)(4).